Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system presented with no phacoemulsification power during a procedure. There was a priming issue and it could not be fully performed. No patient impact was reported. Additional information has been requested but none has been received.

Manufacturer narrative:
System #1 the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 11, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Phacoemulsification (phaco) handpiece #2 the customer reported that the phaco handpiece had no phaco power when the footswitch was depressed to position 3. The customer also reported attempting to use three handpieces, none of which would work. There was no patient harm. The phaco handpiece serial number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).